Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during interrogation of the device on (B)(6) 2013 (in particular during aida reading), the following error message was displayed: "an application error has occurred and an application error log is being generated cs0win.exe". The programmer suddenly shut down afterwards. An explanation is required.